Event description:
It was reported by the customer that the saw was leaking liquid from the top. The leak was discovered during set up for the procedure. There was a back up on hand, and there was no delay due to this event. There was no pt involvement. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On may 5, 2009 the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications. During the evaluation, the technician noted the oscillating motor had failed. An engineering upgrade was performed on the motor and top of the oscillating saw; then the saw was returned to the customer.